Event description:
It was reported that the insulin pump alarmed button error, which was not resolved by a battery replacement. The blood glucose reading was 153 mg/dl. The customer stated that she may have pressed the insulin pump against her body prior to receiving the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm observed during testing. Cracks to the battery tube threads, lcd window and missing end cap sticker also noted.